Manufacturer narrative:
The target lesion for the procedure was the left circumflex. The lesion was reported to be: de novo, a 90% stenosis, highly calcified, and moderately tortuous. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received indicating the stent of a cypher stent deployment system (sds) was flared at the proximal end prior to use in a patient. After flushing a 2.50 x 23mm cypher sds with heparin, it was removed from the protective hoop and found to have proximal strut uplift of the stents struts. There was no report of packaging anomalies. The procedure was successfully completed with another cypher sds without report of patient injury. The sds was not clinically used and not returned for failure analysis. Without an actual product evaluation and very limited procedural information, it is not possible to draw a conclusion about a relationship between the device and event. A device history record review revealed the involved sterile lot met quality requirement for acceptance. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that while preparing for an interventional procedure after flushing the cypher 2.5 x 23 mm stent with heparin and removing it from the protective sheath, the physician noted that the proximal stent struts were uplifted. The product was not clinically used in the patient. Another cypher stent was implanted successfully and the procedure was completed successfully. There was no reported patient injury. No additional information is available.